Manufacturer narrative:
Patient weight not available from the site. (B)(4) 2014 - a medtronic representative performed a navigation system check-out, all areas passed. No subsequent accuracy issues have been reported. Software investigation completed. Reported behavior cannot be replicated. Recommendations were made regarding optimization of accuracy with tracer technique. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, during a functional endoscopic sinus surgery (fess) procedure the surgeon alleged an inaccuracy of 5mm while navigating deeper in the anatomy. The surgeon reported successfully registering the patient using tracer and verifying accuracy before draping. After going sterile, and confirming accuracy in the anterior portion, the inaccuracy was noted. The surgeon opted to complete the procedure with the use of the navigation system. There was no impact on patient outcome.